Event description:
Patient presented to the emergency room physician with shortness of breath. Imaging was performed, showing white out of the right lung and potential sepsis. ER physician reviewed the imaging and consulted with an ent surgeon, they suspected that the sense lead had migrated into the right lung, causing the issue. Ent physician brought the patient into the or, opened the ipg pocket, and removed the ipg and sense lead. Ent physician confirmed the sense lead had migrated, but the tip remained intact. Ent physician irrigated the ipg pocket with antibiotic solution after removing the components. Once the components were removed, a cardiothoracic surgeon performed a vat procedure, flushing out the area, and closed the incision. Cardiothoracic surgeon noted the patient showed improvement and concluded that the sense lead migration caused a pleural infection. The patient was admitted and prescribed long-term antibiotics after the procedure was completed.

Event description:
Post explant and vat procedure, the patient had chest tubes placed to drain the pleural effusion and two pleural drains inserted due to a resolving hemothorax. The cardiothoracic surgeon removed the drains, and the patient was discharged, which resolved the issues.